Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was 5.0 mmol/l. Customer stated that the pump large part of the top of reservoir compartment came off. It was reported that the pump was able to place the reservoir in the compartment, but it barely holds in. The insulin pump will not be returned for analysis.